Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
During preparation for a coil embolization procedure, the hospital technologist inadvertently kinked a pod4 pusher assembly while attempting to load the pod4 into a non-penumbra microcatheter on the back table. The pod4 pusher assembly became kinked prior to use and therefore, the pod4 was not used in the procedure. The procedure was completed using four additional coils and the same microcatheter. There was no report of an adverse effect to the patient.